Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the needle before use. The following information was provided by the initial reporter: "loose plastic debris at end of needle".

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the needle before use. The following information was provided by the initial reporter: "loose plastic debris at end of needle".

Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 0058680 for evaluation. A review of the device history record was performed on the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of material attached to the tip of the catheter tubing. Upon microscopic inspection it was determined that the piece of material was catheter tubing. Based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that the material came from the manufacturing process and the catheter placement process. H3 other text : see h.10.